Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the up and down buttons of the pump do not work anymore. Patient stated she is not able to push them. No adverse event reported. Requested return of the alleged pump for evaluation.